Manufacturer narrative:
The report of a user advisory (ua) 12 (lifeband not present) was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to the switch lever not being able to close as it is not parallel to the switch case. The platform was functionally tested and displayed a user advisory (ua) 12 (lifeband not detected) error message after a few compression. Following this, a lifeband clip detect switch inspection was performed where it was indicated that the switch lever is not able to close and is not parallel to the switch case, causing the ua 12 error message to occur. After readjustment of the switch lever and verification using a standard belt test clip aid, the platform was further tested and operated as intended without any further issue fault or error. The platform passed all testing criteria and met all required specifications. The archive data was reviewed and contained a ua 12 error message. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was unboxed and tested. Upon powering on, the platform displayed ua12 (lifeband not present). Potential out of box failure. No patient involvement.